Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
The rep reported that multiple false pause and brady episodes were stored on the device. The max sensitivity had been programmed. The device will continue to be monitored. No additional information was available.

Event description:
New information received on (B)(4) 2018 indicating that undersensing was still seen on the patient's insertable cardiac monitor. No intervention was performed. The patient did not experience any adverse consequence and would be continued to be monitored.